Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation the catheter was difficult to flush and it was noted that air had ingressed due to a detective attached three-way stopcock. The procedure was completed with another of the same device. There were no patient complications.